Manufacturer narrative:
Device not returned.

Event description:
It was reported to philips that there was a failure in the pocket plates and external blades. The paddles are also damaged. There was no patient involvement.